Event description:
It was reported that a motor stall and recovery occurred on (B)(6) 2013 due to an MRI. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).